Event description:
A permanent pacemaker was implanted on 3/28/88 following episodes of complete heart block (generator: medtronic model #8400, serial #ij2303624h). Just prior to admission on 9/17/92, the pacemaker was investigated and it was determined due to evidence of activity in the refractyory period that the lead was not functioning well. The lead and generator were replaced on 9/17/92.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: insulation. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.